Manufacturer narrative:
(B)(4). The lot was manufactured from june 22, 2016 ¿ june 24, 2016. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor did not infuse. The pump was filled with 2750mg of fluorouracil and diluted with 40.5 ml of nacl. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The lot was manufactured june 22, 2016 ¿ june 23, 2016. The device was received for evaluation containing approximately 66 ml of fluid in the bladder. Visual inspection on the returned unit via the naked eye shows no signs of blockage or physical abnormality that could have caused the reported flow problem. A functional flow rate was test was performed and the flow rates were found to be within the product specification. The reported issue was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.